Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use but rather a procedure related event. Related mdrs for this event: 2029214-2018-00727, 2029214-2018-00728. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of cerebral arteriovenous malformation (avm), catheter ruptured during onyx injection. It was reported that during procedure, the physician delivered the marathon microcatheter to the target location. Then onyx was injected but onyx seemed very thin during injection. The physician waited for the onyx to get gradually thicker, but onyx remained thin, so physician checked the catheter. Found that onyx was leaking from marathon microcatheter. The catheter was removed from the patient and confirmed onyx leaked from the marathon about 25 to 30 cm from the distal tip. New device was opened immediately to continue the procedure. The vessel was moderately tortuous. No patient injury was reported.